Manufacturer narrative:
(B)(4). The sample is reported to be unavailable for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed because no samples were returned to baxter for analysis. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified due to insufficient information.

Event description:
The son of the home patient (hp) had contacted home care services (hcs) regarding mini caps which were missing the sponge and iodine. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.